Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a device history record (DHR) review was conducted: please note, this DHR review is for sterilization procedure only: part: 462.642s, lot: l830791, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: (B)(6) 2018, expiry date: 01.mar.2028, non-sterile 462.642 / l803576 was manufactured in mezzovico. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate l778856 was reviewed and the used material was according to (B)(4) specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. As per selected investigation flow, a visual inspection has been performed and it confirmed that the received condition agrees with the complaint condition but no visual defects manufacturing related have been identified on returned item. The tip of the blade is badly damaged as result of strong contact with other metallic part, most likely hitting the nail, but is not broken as complained. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the manufacturing complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an open reduction internal fixation (orif) surgery for the left humeral diaphyseal fracture was performed with an expert humeral nailing system. The surgeon tried to insert the spiral blade in accordance with the surgical technique but the blade interfered with the anterior side of the nail. This was confirmed by x-ray analysis. The surgeon removed the blade from the patient and found it was broken. Another blade of different length was inserted successfully by adjusting the inserter to face the anterior within the aiming arm. The surgery was delayed less than 30 minutes. Adverse consequence was not reported. This report is for one (1) ti spiral blade 42mm-sterile for ti humeral nails. This is report 1 of 4 for (B)(4).